Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) was confirmed empirically based on the report provided by the clinical specialist. Available information suggests procedural factors likely contributed to the event due to the second device interacting with the first already implanted device. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2 and h11.

Event description:
Additional information received from the physician stated that the patient has been successfully treated surgically.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position. During procedure a single leaflet device attachment (slda) was detected. There was no direct slda visible after release but when the sutures of the first device were retracted, the position of the device changed. Transseptal puncture (tsp) was done probably a little bit too superior because of the very thickened atrial septum and this led to a posterior trajectory. Therefore, it was a bit difficult to get a good grasp of both leaflets but especially of the posterior leaflet which was approximately 1cm long. Flex on guide sheath (gs) could not fully compensate that posterior trajectory. When a second ace was placed lateral, very close to the first one, it was very difficult to see the clocking in 3d. However, in fluoro it could be seen that minor corrections on the clocking (approximately 15-20 degrees) could bring the second ace parallel to the first one. Therefore, the clinical specialist advised the physician to discretely perform that minor correction with very small clocking movements in capture ready under fluoro. Under fluoro there was no real movement visible when the physician started clocking but apparently the physician excessively clocked further and built up tension until a turn of the second device around 180 degree was visible under fluoro. Due to the close position to the first device, it was very likely that the clocked second implant came into interaction with the first device. The echocardiographer mentioned that a strange movement of the clocked device was observed and there was a posterior detachment of the first implant. The second device was then positioned without any further interaction directly beside the first one for stabilization. The eoa was reduced from 1cm baseline to 0.8cm. Starting and post-procedural mitral regurgitation (mr) grade was 4. The physician mentioned that this patient was going to be proposed for surgical treatment. The team was not quite sure about the reason of the slda, but it was assumed a combination of insufficient grasping followed by interaction of the second device.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : device remains implanted.